Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number scrolling anomaly was noted on the display. The insulin pump had a cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and a cracked reservoir tube window.

Event description:
Customer reported that the numbers on the insulin pump were scrolling when attempting to bolus. No further information reported.